Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Event date has been changed to (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was unknown. Customer was not received basal delivery and needs to constantly give bolus correction. The insulin pump passed self-test. The insulin pump had failed battery alarm. The insulin pump will not be returned for analysis.